Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device has a hole that leaked in the lap joint section and due to this condition the catheter was unable to flush normally. On high magnification was possible to note a detachment in the lap joint section. However, the lap joint section was measured and the dimension was found within specification.

Event description:
Reportable based on device analysis completed on 13jan2020. It was reported that saline leaked from the connection part occurred. An opticross hd imaging catheter was selected for use. During procedure, saline leaked from the connection part between the blue and transparent parts of the shaft. The procedure was competed with another of the same device. No patient complications were reported. However, device analysis revealed a detachment in the lap joint section.